Event description:
The reporter stated the surgeon implanted an aa4203tl toric optic silicone single piece lens. Stated the pt had posterior corneal astigmatism and the lens did not correct at all, rather the lens increased the astigmatism. The lens remains implanted.

Manufacturer narrative:
(B)(4) - increased astigmatism. The lens remains implanted. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).